Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown; d4: catalog number, serial number, and UDI number is unknown, no product information has been provided to date; g5: 510k is unknown; h4: device manufacture date is unknown.

Event description:
It was reported while running a dummy epidural exercise the machines do not register when the hourly limit has been reached. The patient demand button lights up as though another pcea is available. If the patient demand button is pressed, the machine makes a sound as though a dose is being delivered. 0.1ml will be delivered before the machine registers that the hourly limit has been reached, at which the next bolus dose will be delayed (as it would if the patient had received a full dose) the pcea delivered/attempted display that a dose has been delivered in the report's menu, despite the patient not receiving a dose. Additionally, the issue is present in the hourly limit setting as well. Incorrectly available 0.1ml pcea ?dose? Will delay the next pib if delivered within pcea lockout period of the next bolus. There was no patient involvement, no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. No serial number was provided so a review of the device manufacturing DHR and service history could not be performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.